Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following the implant procedure and while closing, the insulation layer of this lead was accidentally damaged. It was then noted the bipolar impedance was greater than 3000 ohms. The physician elected to remove the lead, as it was suspected to also have sustained conductor damage. The procedure was completed via the implant of another lead of different model type. No return of product is expected as the attempted implant lead was reported discarded. No resulting adverse patient effects were reported as a result of the extended procedure.